Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection, the exterior of the sample was examined and could not find any evidence of a failure that would support the reported event. Per functional testing, the sample underwent a 7 day leak test and no leakage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricant having petrolatum base. They will damage latex and may cause the balloon to burst." (B)(4).

Event description:
It was reported that the catheter leaked. Additional information has been requested and not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked. Additional information has been requested and not yet received.

Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection, the exterior of the sample was examined and could not find any evidence of a failure that would support the reported event. Per functional testing, the sample underwent a 7 day leak test and no leakage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricant having petrolatum base. They will damage latex and may cause the balloon to burst." (B)(4).

Event description:
It was reported that the catheter leaked. Additional information has been requested and not yet received.